Event description:
It was reported the patient experienced stimulation in the wrong location - in her upper back. X-rays indicated that the leads had migrated. The patient stated that the left side ins would not charge all the way and the recharger shuts off "because it is hot". The stats noted the left ins was able to take a charge and had charged 100%. It was unclear why it was not indicating the same stats on the recharger or patient programmer. Further trouble shooting had the patient only charge the left ins. The logs were reviewed again and the patient reported she was able to recharge in a normal amount of time and achieve 100% with the appropriate icon. The lead was revised and the ins remained implanted. The patient stated the stimulation was in the correct place post-op.